Event description:
Cardiac tamponade requiring pericardial window during hero graft implant per abstract no. 98 in the journal of vascular and interventional radiology for presentation made the society of interventional radiology 2012 str 37th annual scientific meeting: h. Ferral, y. Turner, c. Stuart, g. Behrens, s. Gueyikian, e. Hollinger, s. Jensik. Balloon-assisted over the wire technique for the placement of the outflow segment of the hemodialysis reliable outflow (hero) device. Jvir; vol. 23, issue 3: s42-s43.

Manufacturer narrative:
Cardiac tamponade, also known as pericardial tamponade, is an acute type of pericardial effusion in which fluid accumulates in the pericardium (the sac in which the heart is enclosed). Causes of increased pericardial effusion include physical trauma and penetration of the pericardium, such as with a surgical instrument. Cardiac tamponade is potentially life threatening and initial pericardial window being performed, during which the pericardium is cut open to allow fluid to drain. Following stabilization of the pt, surgery is provided to seal the source of the bleed and mend the pericardium. In this case the cardiac tamponade is most likely to have been caused by trauma with a surgical instruments during the implant procedure, since the hero outflow component is atraumatic. Per the report, the site now uses an angioplasty balloon-assisted technique during hero graft implant to reduce the risk of sharp surgical instruments causing trauma during hero graft implant. Reports of cardiac tamponade are extremely rare, this is the second report ((B)(4)) received over four years of hero device sales of over (B)(4) devices.